Manufacturer narrative:
The device was returned and evaluated. The alleged event/condition could not be duplicated.

Event description:
Alleges the scooter fell over when crossing the floor from carpet to flooring. Alleges the speed increased on customer as well.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the scooter fell over when crossing the floor from carpet to flooring. Alleges the speed increased on customer as well.